Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, but the customer needed a charger to complete the reset and was advised to call back with questions once charging supplies were available. No further information about the outcome was received.